Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system provided shock therapy to the patient and recorded a code 1004, which is indicative of a short circuit condition during the shock delivery. There was also an associated low out of range shock impedance measurement less than 12.5 ohms observed on the right ventricular (rv) lead. Boston scientific technical services (ts) explained this short circuit condition to the boston scientific representative. Ts indicated the system will likely not be able to deliver successful shock therapy anymore and that they should consider this patient unprotected. Ts provided guidance that the ICD device and the rv lead should be replaced. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported. This ICD device was subsequently explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system provided shock therapy to the patient and recorded a code 1004, which is indicative of a short circuit condition during the shock delivery. There was also an associated low out of range shock impedance measurement less than 12.5 ohms observed on the right ventricular (rv) lead. Boston scientific technical services (ts) explained this short circuit condition to the boston scientific representative. Ts indicated the system will likely not be able to deliver successful shock therapy anymore and that they should consider this patient unprotected. Ts provided guidance that the ICD device and the rv lead should be replaced. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system provided shock therapy to the patient and recorded a code 1004, which is indicative of a short circuit condition during the shock delivery. There was also an associated low out of range shock impedance measurement less than 12.5 ohms observed on the right ventricular (rv) lead. Boston scientific technical services (ts) explained this short circuit condition to the boston scientific representative. Ts indicated the system will likely not be able to deliver successful shock therapy anymore and that they should consider this patient unprotected. Ts provided guidance that the ICD device and the rv lead should be replaced. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported. This ICD device was subsequently explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.